Event description:
It was reported that a malfunction occurred on the pump with no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, which successfully resolved the malfunction as it did not recur. The customer was instructed to continue using the pump and to call back if the malfunction code reappears, and they acknowledged and understood the instructions.